Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown. The customer stated that the alarm has occurred for the past couple months. When he rewinds the pump, the alarm appears but he eventually gets the pump to prime. The customer was now unable to get the pump to function at all. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The pump was not bumped or dropped prior to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. No a33 alarms noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, partially broken reservoir tube lip and stained end cap sticker.